Manufacturer narrative:
Pannus formation that caused leaflet disruption. Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the device was explanted after an implant duration of approximately 1 year and 3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation. According to the operative report, at the time of surgery, the patient was found to have severe central mitral regurgitation, it was found that there was some pannus formation from the subvalvular chordae which then attached themselves to a post at the mitral valve and thus restriction in the mitral valve leaflet. Per the health-care provider, the reason for explanting the device was not related to a device malfunction.